Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was analyzed and the reported failure (error 32116) was confirmed via the error logs and replicated in-house. The unit was tested on an in-house system in normal mode and it passed. The unit was also tested on a patient side cart fixture test platform (pftp) where it failed the fiber test.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the usm involved with this complaint to perform failure analysis (fa). At the time of this report, the failure analysis has not been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted subtotal colectomy surgical procedure, there was a fault on the universal surgical manipulator (usm) 2 and the customer disabled the usm. The intuitive surgical, inc. (Isi) technical service engineer (tse) confirmed the errors in the system logs. The tse advised the customer that they would need to restart the system to use the usm and that the system could be use in 3-usm configuration. The procedure was completing with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. The customer attempted to recover the fault, and when it occurred again, they restarted the system. The customer was unable to recover the fault and had to disable the usm. The customer finished the procedure with three usms. The customer was near the end of the case, so the fourth usm was not entirely necessary to finish the case. The procedure was completed robotically.